Event description:
On (B)(6) 2022, this patient underwent endovascular repair of a common iliac artery using a gore® excluder® iliac branch endoprosthesis (ibe). On (B)(6) 2022, the patient presented to the hospital. It was determined using ivus that the ibe was occluded in the common iliac artery. The internal and external iliac arteries were still patent. On (B)(6) 2022, the patient underwent a thrombectomy, as well as the implant of gore® viabahn® endoprostheses to reline the ibe. The patient tolerated the procedure. Although the physician could not determine the cause of the thrombus in the common iliac artery, it was reported that the patient went on a 100-mile bike ride on the weekend of (B)(6) against physicians orders.